Manufacturer narrative:
Investigation results not available yet.

Event description:
Reportedly, on 4-november-2024, it is impossible to establish bluetooth communication with the printer. Communication with smart ECG or an alizea were not tested.

Manufacturer narrative:
Analysis of the returned subject device confirm thee reported event: it is impossible to pair the smarttouch tablet with the printer. The review of provided data confirmed highlighted that the event occured because of an error during pairing. A communication port must be created to established communication between printed and tablet. However, this port is not created, blocking printer installation and its following with unpairing. The root-cause could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 4-november-2024, it is impossible to establish bluetooth communication with the printer. Communication with smart ECG or an alizea were not tested.